Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient was very sore and in pain on their right side. The lidocaine wore off and the patient could not sit or lay on their back. The incision site was very sore and the patient did not sleep last night due to pain on their back. It was noted the patient met a minimum of 50%. Additional information was received one day later. The patient changed the dressing on their back and noticed one of the leads was not hooked to the external neurostimulator (ens); the patient was not feeling stimulation. Additional information was received on (B)(6) 2017. It was reported that the lead broke in half and was digging into the patient¿s skin and it was extremely painful. The patient was still very sore. Additional information was received two days later. The patient¿s implant had been scheduled for 6/5. No further complications were reported/anticipated.